Event description:
A surgeon reports that five years following bilateral intraocular lens (iol) implant surgery, a pt reported blurry vision in the left eye. Upon examination, the lens was noted to be cloudy. In a follow up, the surgeon reports the outcome of event for the pt is "unk" and states that he does not think the event is lens related.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 07/18/2008, 07/22/2008, 07/24/2008, 07/28/2008 and 08/06/2008 by phone, fax and mail. Add'l info was received by phone. A completed questionnaire was received.